Event description:
A report was received from a sales rep that a doctor reported a patient who had been fit with contact lenses in 2002 who reported severe discomfort 2002, that eventually led to ocular discharge and severe pain. The patient was referred to a local ophthalmologist (patient was out of town at the time) who noted that the patient had a corneal ulcer centrally located approximately 2.5 mms in diameter. The md prescribed ocuflux q-15 and ciloxin q-15 with a 24-hour and 3-day followup. The original fitting practitioner has not obtained further information regarding this patient. Ciba vision has been unable to obtain further details or the lot number of the product.